Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported cardiac perforation was procedure related. Per the IFU, cardiac perforation is a known risk with use of this device.

Event description:
Related manufacturer reference 3005188751-2015-00045, 3005334138-2015-00049, 3008452825-2015-00023. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. While ablating the mitral isthmus, the patient became hypotensive and fluoroscopy showed decreased cardiac movement. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performance issues noted with any sjm device used.